Manufacturer narrative:
A review of the manufacture records for this complaint did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The patient was scheduled for an intervention on a fistula on the right arm. A 7f short sheath was used. The evercross balloon was inflated two times at nominal pressure. Before inflating the third time the tech pulled negative pressure and there was blood returning in the endoflator. The evercross balloon was pulled back and broke on the shaft inside the sheath. The sheath was then taken out to retrieve the tip of the balloon. When inspecting the balloon parts on the back table it was realized that the balloon itself was still in the patient. The physician tried to retrieve the balloon with two different snares, however, the balloon ended up traveling up and into the pulmonary artery. The patient was transferred to the ICU and put on a heparin drip for further monitoring.